Event description:
An eye care practitioner reported a previous acuvue one-day contact lens user began wearing nigh & day lenses on a continous wear basis upon the recommendation of an optical store. On the 25th day of continuous use, he visited an eye hosp due to discomfort & worsening visual acuity and stated he had worn two pairs of lenses. Left eye diagnosis: contact lens related uveitis & corneal ulcer; right eye: normal. Regular visits to the eye hospital for administration of unspecified treatment are ongoing. Corrected left eye visual acuity during event reported as having fallen sharply to 0.4 (-4.25 sphere); corrected right eye visual acuity reported as 1.5 (-4.25 sphere). Request has been made for further details; however, no add'l info has been made available at the time of this report.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer". As there was no product returned or lot info provided, no detailed investigation can be performed.